Event description:
As reported, approximately 9 years post the patient's initial left total knee arthroplasty, the patient was revised due to prosthesis wear. Because the patient filed a legal form, it appears they are alleging issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. The patient experienced daily pain and discomfort in their knee.

Manufacturer narrative:
D10: 02-010-01-0240 - logic femoral ps cem left sz 4 2239247, 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t 2644628, 200-03-38 - one peg patella 38mm 1869788. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and loosening cannot be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.